Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip and a scratched display window noted during visual inspection. The device passed the prime, displacement, basic occlusion, occlusion, and excessive no delivery alarm test. No motor error alarms noted. The device had moisture damage noted on the motor assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 216 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.